Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Video investigational summary: this is an analysis for two videos submitted to ethicon for evaluation. During the visual analysis, the following was observed: the videos showed some packaging with fragments of the bone wax bar. Based on the videos review, the event could not be confirmed, however no conclusion or root cause could be determined the deformation of the bone wax. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2026. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the complaint initially reported five bonewax units associated with lot aw3714. Subsequent additional event information identified the correct lot as at5554; however, at5554 corresponds to a vicryl rapide suture product rather than bonewax. Additionally, only four items were received under lot aw4234. -could you please confirm the lot number(s) and product code(s) of the 5 products involved in this complaint? Additional information was requested, the following was obtained: hi, the information was received from the ot nurse. The device is in transit to my place of residence currently from the hospital. The following information was requested: - product code: w31c. - lot: aw4234. 1. Please clarify if the additional device belong to this complaint? If so, what is the product code and lot number of the unknown returned product? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and bonewax was used. It was reported from the pending analysis that incorrect dimension was observed. When bonewax foils were opened before the case to prepare, it was found that the foils were empty. There were no patient involvement. Additional information was requested.